Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
The sales representative reported that during either an alif/pluf surgical procedure in (B) (6) 2008, the screw came out of the trigger of the pituitary rongeur. The screw was retrieved from the floor. There was only a minor surgical delay and the surgeon was given another rongeur in which to continue the case as indicated. The patient was a male (B) (6).